Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed eleven months of battery remaining then it tripped elective replacement indicator (eri). Data analysis indicated that the device was depleting normally and eri was declared due to two hv charges. This is a secondary mechanism for setting eri and is not tracked by the longevity calculation algorithm. This device is an outlier in charging performance but is not malfunctioning. Additional information indicated that the device was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed eleven months of battery remaining then it tripped elective replacement indicator (eri). Data analysis indicated that the device was depleting normally and eri was declared due to two hv charges. This is a secondary mechanism for setting eri and is not tracked by the longevity calculation algorithm. This device is an outlier in charging performance but is not malfunctioning. Additional information indicated that the device was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.